Event description:
Rptr went to clinic for annual physical. Flexible sigmoidoscopy was done. Rptr was examined and experienced a great amount of pain. When in bathroom later there was bleeding. Ice applied but pain worsened. Returned to clinic and dr diagnosed lacerations. Given a cream and told to sit in hot water. Eight to ten months later rptr went to a dr not from the clinic who diagnosed ulcerations.